Manufacturer narrative:
The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. A clip could not be properly loaded on the grips and the grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. Due to the bent grip, the instrument failed the clip test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not hold clip at times and other times the clip would not release from the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before the procedure for sterilization and was loaded with a clip. There was nothing out of the ordinary observed. The incident occurred while the surgeon was using the clip inside the cavity to clip. The unexpected motion of clip applier while attempting to clip resulting in the clip dislodging from the applier and the clip not releasing from the clip applier. The medium-large hem-o-lok clips were used. The clip applier was used one time before the incidences occurred. The issue was resolved with a backup clip applier instrument.